Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the clamp screw thread was worn out along with the driver tip. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The spine clamp was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The tip of the returned driver is worn down and slightly rounded out. A mechanical failure was observed. If information is provided in the future, a supplemental report will be issued.